Event description:
According to the report: the tip connected to the instrument broke. The active blade broke and fell into the pt's body. The surgeon removed the broken portion of the instrument from the cavity.

Manufacturer narrative:
(B) (4). (B) (4).